Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation with correction to the initial with information inadvertently left out. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. The complete evaluation results are as followed: according to the factory specifications of the electrosurgery unit, the nominal values used for the inspection of this equipment are shown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to the electrical resistance between the two electrodes of the device in operation increases and then the error message is triggered. For safety reasons, the esg-400 is then restarted. If the cause of the error remains, unlimited permanent restarts can be the result. Possible causes are listed below: the accumulation of tissue deposits on the electrodes. Increased contact resistance due to poorly or insufficiently plugged contacts on the feed dog or the connecting cable. Increased contact resistance due to defective contacts on the feed dog or the connecting cable. The instrument is in a gas bubble during activation. Defective contacts on the feed dog may occur especially if the instruments are not connected correctly and the generator has been activated. A contact damaged in this way does not necessarily have to lead to a failure pattern immediately during the next use. However, it can additionally degrade in the further course, so that the described error message only occurs later. In addition, a possible influence related to the esg-400 measuring method on the conductivity was determined, according to which an excessively high measuring voltage could lead to bubble formation and an associated reduction in the conductivity of the surrounding liquid. However, there was no device malfunction found on evaluation and a specific root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the esg-400 marked an alert that said insufficient conductivity and the surgery time was prolonged. Another brand of bipolar equipment was used. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. No medical intervention (i.e., treatment outside the scope of the procedure) required as a result of the reported problem and no other devices connected to the subject device when the failure occurred. The patient received prolongation of anesthesia as a results of the device malfunction.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when activating the pedal, the electro randomly alerts the hf unit "esg-400" in such a way that at some moments during the surgery, it did not allow cutting or coagulation with the resection loop. The issue was found during a bipolar rupture (transurethral resection of the prostate) procedure. The procedure was completed using a similar device. There were no reports of patient harm.